Event description:
Customer reported that a patient with a positive antibody screen (weak - 1+) did not react with vra167 cells 2 and 7. Patient had a history of previous transfusions but no history of the presence of any allo antibodies. Sample was sent to their reference laboratory; anti-k was identified. The methodology of testing by the reference laboratory was unknown by the customer. Customer also stated that the sample was tested in peg/tube; the k+ donor to the screen showed a 1+ reaction in tube.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).